Event description:
During the evaluation of a spectrum pump, it experienced system error 322. It was reported there was no pt injury

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to system error 322 which was reproduced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. System error 322 was confirmed. The loose upper latch switch bracket nylon screws would allow the switch to move causing system error 322. The failed upper auxiliary assembly was replaced.